Event description:
The dentist reported that after 15 days that the dental implant was installed in patient's intraoral region #13, it was verified its non osseointegration. Primary stability obtained was 80 n.cm.